Event description:
During a laparoscopic nissen fundoplication the lcs15 appeared to work only intermittently. There was a loud and strange squealing noise from the hand piece. The surgeon could not get the instrument to work properly even after changing to a new lcs. The procedure was then converted to open and the case was completed. The rep went to the hosp checked the device and it seems to be working correctly. Clinical follow up: 3/18/97 message and 800# left for risk mgr. 3/18/97 a lady from utilization review called and stated she would forward the message on to risk mgmt. 2/24/97 dr was performing a laparoscopic procedures and was using the lcs15. During the procedure the instrument failed to work. Due to anatomic factors and less related to the instrument, he converted to an open procedure. Pt is doing satisfactory.